Event description:
While using a sure comfort pen needle, the needle fell out of the top of the cap. This happened a few times. In another instance with the same box of pen needles the needle got stuck in the rubber part of the insulin pen. I contacted my pharmacy today to make them aware of this problem. I also wrote an email to allison medical to make them aware. The item # is 24-1308 and the lot # is p160311. This never happened before and I noticed the design of the pen needles has changed. It is now a see through cap instead of an opaque cap. I won't be using the rest of this box as I am afraid the needle might get stuck in my skin.